Manufacturer narrative:
The customer service center specialist (csc) suggested to the customer, over the phone, to check the sample testing sequence. The customer confirmed that the sample prior to the one subject to the current complaint generated an hcg result of >225,000 miu/ml. The csc suspected that a carryover contamination had occurred. The csc checked the maintenance log and found that daily maintenance was not carried regularly. Moreover, the customer used an alkaline solution of unknown source instead of the required 0.5% sodium hypochlorite solution. The csc concluded that poor maintenance may have caused the carryover contamination observed. A pre-analytical sample integrity cause cannot be ruled out. A review of the analyzer¿s service history found no contributing factors on or around the date of the complaint and no subsequent tickets regarding discrepant patient results. A review of historical data revealed no adverse trend, systemic issues, or nonconformance associated with the architect system. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a (B)(6) architect total b-hcg result of 1000 miu/ml was generated for a patient sample that retested negative at <1.2 miu/ml. No adverse impact to patient management was reported.